Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain during a trial procedure to implant the lead on (B)(6) 2019. As a result, the lead was pulled and the surgery was abandoned.